Event description:
Consumer has been banded with the lapband made by inamed, for weight loss. It began leaking approximately in november. Consumer has had that verified about 2 months later. Consumer has filed a complaint with inamed at that time because they had shipped the replacement part of the band that consumer needs to their doctor. Consumer has made 3 calls and they tell consumer there's nothing they can do, consumer will have to wait.